Event description:
The customer reported that while the unit was in use on a patient, the unit emitted a sound followed by red smoke and a strong odor; the screen went blank. Monitoring was discontinued. No patient injury was reported. The unit was removed from the immediate area.